Event description:
It was reported that a revision was performed due to ankle pain. Trigen nail implanted was found broken. No delay or back up reported.

Manufacturer narrative:
The affected trigen hindfoot fusion nail was not returned for evaluation. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was manufactured in 2008. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.